Manufacturer narrative:
Device was evaluated by the perfusion group's bio-medical engineering dept. They were unable to duplicate the problem. They replaced the master power switch as a precautionary measure.

Event description:
During surgery, the rotating head on the bypass pump machine stopped rotating. Pump manually operated until a new pump machine was put into operation. Pt was off bypass machine approximately 1 1/2- 2 minutes. No injury to pt from event.